Event description:
Facility staff were using the device to administer pacing therapy. An elevator door closed on the device therapy cable where it connects to the device. The device internal therapy connector broke as a result. Use of the device was discontinued as a result and CPR was administered to the pt. The pt was not resuscitated. The facility indicated the reported discrepancy did not adversely affect pt outcome, due to a lack of pt viability.